Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No vibration during self test due to broken wire of vibrator motor. Analysis was unable to verify motor error alarm and perform functional testing due to prime anomaly. The motor passed motor test. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.